Event description:
It was reported to philips the device treatment handle item test failed. Additional details have been requested. We are considering this to be an external paddle test failure. There was no patient involvement.

Event description:
It was reported to philips the device showed a paddle test failure. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed. The fse cleaned the paddle. The fse cleaned the paddle and the test passed. The device passed all performance assurance tests and was placed back into use with the customer.